Event description:
During removal of the beacon tip royal flush plus flush catheter resistance was met. The tip of the catheter detached inside the patient. A snare was used to remove the tip. No harm was done to the patient.

Manufacturer narrative:
(B)(4). Event is under investigation.